Event description:
Event description guidant/crm receivd information that this endotak endurance lead had dislodged several days after initial implant. The lead was successfully repositioned and remains actively implanted.